Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly. The insulin pump was received with broken battery tube threads and cracked case along the side of the battery tube.

Event description:
Customer reported via phone call hat the insulin pump was damaged. Customer blood glucose was 8 mmol/l. Customer also stated that edge of the battery compartment was damaged. The insulin pump will be returned for analysis.